Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display - touch keys were not activating. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer, confirmed the reported problem with the touchscreen. The customer's biomed reported that the ventilator was sent to bench (B)(6) 2017 for repair, returned to the hospital (B)(6) 2017 and returned to service. Bench replaced the touchscreen to address the reported issue. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no parts being returned for failure investigation (fi), no root cause could be determined. If parts are returned, the complaint will be reopened.